Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the physician noted that the ncircle tipless stone extractor basket would not open/close when verifying the device function during preparation. Another ncircle tipless stone extractor was used instead. This occurred prior to patient contact. The device was not used. The device was not used on a patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the open position. The collet knob is finger tight and the male lure lock adaptor (mlla) is loose. With the device in the open position, 2 cm of the coil assembly is exposed from the basket sheath. The polyethylene terephthalate tubing (pett) is missing. A functional test determined the handle does not actuate the basket formation. There were kinks noted in the basket sheath at the following locations; one at 56.5 cm from the distal tip and one at 64.5 cm from the distal tip. The support sheath and basket sheath are still attached. The handle was disassembled and the basket formation could be manually actuated. The handle was reset and reassembled; a functional test determined the handle will now function the basket formation. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the lot number of the complaint device. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a non-functional basket and sheath damage. Devices are inspected for damage and functionality prior to packaging. After the handle was disassembled and reassembled, the basket function was restored. It is possible that the sheath damage was initially preventing the basket from functioning, but once the handle was removed and the basket subassembly manually moved within the sheath, device function was restored. The exact mechanism preventing the device from initially functioning could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.